Event description:
Inion membrane. Used for mandibular bone graft as guided tissue regeneration resorbable membrane. Caused foreign body reaction. No improvement, if anything probably caused some additional bone loss. I have stopped using this membrane, because of the 5 or 6 times I have used it every pt has had wound breakdown &/or infection. If you require additional info regarding specific pts please contact me. Date of use: 2008 - 2009. Diagnosis or reason for use: mandibular atrophy.